Event description:
It was reported that through the filing of a lawsuit that "on (B)(6) 2004, the patient underwent a total knee replacement in which the duracon knee replacement in which the duracon knee replacement product was placed in the right knee. In (B)(6) 2010, patient began experiencing significant pain and mechanical problems in his replaced right knee. On (B)(6) 2010, patient presented to his orthopedic surgeon. Upon x-ray examination, the knee's locking screw mechanism was found to be sheared off and located in the lateral gutter. On (B)(6) 2010 the patient underwent semi-urgent surgery to remove the loose locking screw. A new locking screw was placed into the knee's locking mechanism."

Manufacturer narrative:
Due to ongoing litigation no additional information is available at this time. If additional information is received it will be reported on a supplemental report.